Event description:
It was reported that the patient was admitted to the ICU (intensive care unit) with respiratory failure. The patient was given narcan and was still requiring oxygen, but doing better. It was reported that the patient also had pneumonia which per the physician could be contributing to the symptoms. The device system was delivering morphine, clonidine, bupivacaine, and baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).